Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the rear therapy electrodes and under her front right breast area as well. The area was described as a red irritation with bumps, but no open areas. The patient's doctor recommended aloe vera to treat the irritation. The final medical outcome of the irritation is unknown.